Event description:
It was reported that 5 smallbore 6 inch ext vlv experienced flow issues, and were occluded. The following information was provided by the initial reporter multiple issues stand alone bungs and bugs with extension sets in starter packs. Bungs are not able to be aspirated or flushed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-08 investigation summary six 20039e7d samples were received for investigation; two were received without packaging, two were received from lot 20016259, and two were received from lot 20036185. No connecting products were returned to assist the investigation. All six samples were received with residual fluid in the line and all had residual blood present in the male luer component. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned samples; for one of the samples the piston was initially closed when connected to the bd syringe, however after applying pressure to the syringe, the piston opened and fluid was able to pass. Additionally one sample was initially noted to have been occluded towards the male luer of the returned extension set, however following additional testing the occlusion was released, blood was visible at the male luer of this set. No further flow restriction or occlusions were observed during testing of the remaining samples. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20016259 and 20036185 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature (CAPA) 1998036. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However please note five of the returned samples were noted to not be occluded at the smartsite, previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the occlusions. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Following the investigation into occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of flourosilicone is injected into each smartsite; therefore future reports of this nature should be reduced in future. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7d product in the past 12 months.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20016259. Medical device expiration date: 2023-01-25. Device manufacture date: 2020-01-25. Medical device lot #: 20036185. Medical device expiration date: 2023-03-18. Device manufacture date: 2020-03-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 smallbore 6 inch ext vlv experienced flow issues, and were occluded. The following information was provided by the initial reporter multiple issues stand alone bungs and bugs with extension sets in starter packs. Bungs are not able to be aspirated or flushed.